Manufacturer narrative:
Reference record 1997001. Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On (B)(6) 2022, the patient experienced foul smelling stoma site exudate. A wound swab revealed mixed flora. On an unknown date, the patient began treatment with unspecified oral antibiotics and the stoma stoma site infection and discharge resolved.